Manufacturer narrative:
Reference: (B)(4). Customer has not returned the device for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that two days after the placement of a locking proximal femur plate, a screw was found to be bent. The patient underwent a revision to a larger plate. No additional patient consequences were reported.